Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient that her back is breaking out under the back therapy electrodes. There was no alleged device malfunction contributing to the irritation. Patient reported issue to the physician and it was described that the irritation was possibly fungal but there is no indication that the patient received medical attention. Follow up indicated that the cream is helping with the skin irritation.